Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that an appointment for a dye study has not yet been scheduled. No further information has been reported.

Manufacturer narrative:
Other applicable components are product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal at an unknown concentration and dosage via an implantable infusion pump. It was reported that during a refill appointment on (B)(6) 2018 the expected amount of medication was 4.7ml and the hcp withdrew 19-20 ml. There were not any environmental/external/patient factors that may have led or contributed to the issue and the previous refill appointment had no issues. A dye study was ordered to be performed as soon as possible. No symptoms were reported and the patient was noted as being alive with no injury. The issue was not resolved at the time of this report. No further complications have been reported as a result of this event.